Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this implantable pacemaker was unsuccessful, and an error was generated due to the device being in safety mode. An additional error was observed for an out-of-range pacing impedance measurement. Efforts were unsuccessful to obtain which channel the alert was generated for and the specific out of range measurement. The implanted leads are manufactured by a competitor and status is unknown. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this implantable pacemaker was unsuccessful, and an error was generated due to the device being in safety mode. An additional error was observed for an out-of-range pacing impedance measurement. Efforts were unsuccessful to obtain which channel the alert was generated for and the specific out of range measurement. The implanted leads are manufactured by a competitor and status is unknown. This device was explanted and replaced. No additional adverse patient effects were reported.